Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1w2nx, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their urinary symptoms were the same as baseline if not worse since getting the implant. The patient confirmed they could feel stimulation sensation however there were times that the stimulation would be uncomfortable, in particular when they would lay down for about 15 minutes. The patient reported the stimulation was uncomfortable for them. While on the call, the patient synced with the programmer and it showed that stimulation was on and the patient was at p1 at 1.3. It was discussed with the patient that they should speak with their hcp about changing programs and it was recommended that the patient decrease the amplitude when changing positions to a more comfortable spot. It was noted the patient had an upcoming post-operative appointment with their managing health care physician (hcp). Additional information was received. The caller stated the patient had a sacral lead placed in march and it wasn't as effective as they wanted. They reported that the healthcare provider does pudendal lead placement and was going to place a pudendal lead for this patient and use the existing battery and pocket. They stated when running the impedances several values were high, 01 02 12 13 were >4000 ohms. The doctor found some type of residual in the battery. They tried to clean the lead. When testing different programs, they weren't getting good response with the battery connected to the lead. They removed the battery and tested the lead alone and got a good response at 1.8. The patient was responding at 6v with the battery. They elected to replace the battery. With the new battery connected to the lead they were getting good impedances and the patient felt stimulation at 1.1v. It was noted the caller stated the patient had turned the device off a few months prior because they weren't getting relief from the therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that, after multiple attempts to resolve the issue, they did not know the cause of the residual in the battery or the high impedance issues. There were no further complications reported or anticipated.